Event description:
It was reported that the healthcare professional¿s office recommended replacing the pump sooner than end of life (eol). The patient had lost so much weight that the pump flipped upside down and the patient had to manually flip it back over. It was also reported the patient was ¿concerned that the pump may be leaking,¿ and this was making the patient nervous. The patient was concerned that this was causing weight loss. It was further reported that the pump bulged and ¿the tubing¿ could be seen and it would hang low because of excess skin. The patient started losing weight in the summer and went from size 12 to 6 in 3 months. The patient had been depressed, shaky, and "did not feel good sometimes." It was noted the patient felt the pump vibrating, thought it was a cell phone, but believed it was caused by the pump. A belly band, ace bandage was worn to help with the pump hanging low. At the last refill appointment, the volume of drug that was aspirated matched what was expected. The pump was delivering dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l50966, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
It was later reported that the patient was still having concerns regarding her device or therapy, but was working with her doctor or manufacturer representative. However, it was also indicated that the patient had not sought further help. The patient had an appointment planned for (B)(6) 2015.